Event description:
The MFR's rep reported "delivery of drug had stopped", and the "catheter was plugged". No pt symptoms were reported. The pt underwent surgery to replace the catheter connector and the MFR's rep reported the pump was "probably fine", but the hcp elected to replace the pump, because it was noted that there was too much drug in the pump at refill. The drugs in the pump were morphine and bupivicaine.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is ongoing at the time of this report. A f/u report will be sent when the analysis results become available.